Event description:
It was reported that the patient presented in the ER after receiving several episodes of inappropriate therapy due to oversensing noise. Noise was not reproduced with isometrics or pocket manipulation. Subclavicular crush was suspected. Reprogramming was done however, it was later reported that the lead was capped and replaced. The patient condition is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead was returned in four segments for analysis. The damage found was sustained during the surgical procedure. The portions of the lead that was returned were otherwise normal. Without return of the entire lead a complete analysis could not be performed.